Manufacturer narrative:
Concomitant medical products: enlw1613c93e, (B)(4); enew1313c82e, (B)(4); enlw1620c82e, (B)(4); enlw1616c82e, (B)(4); enlw1613c82e, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there were two endurant iliac limbs implanted distally due to distal bilateral type ib endoleaks. Per the physician the cause of the bilateral distal type I endoleak was due to the patient's anatomy of continued disease progression.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.